Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. Review of the device activity log does show it was able to discharge successfully during the event on various occasions but charge failures are observed throughout the case. The charge failures could not be duplicated through various test methods with the device at zoll. The device was also tested under extreme conditions using accelerated aging, defib cycling and vibration without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) in cardiac arrest, the device failed to charge twice in AED mode. The user reverted to manual mode and the device delayed to charge. Complainant indicated that the patient subsequently expired.